Event description:
Continue to have issues with baxter exacta mix bags leaking. Have reported previously. This bag was 2l bag with pinholes found at top l corner near seam. Bag did not reach pt. Bag discarded. Dates of use: (B)(6) 2016.